Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to a driveline infection on (B)(6) 2018. Cultures were positive for escherichia coli. A surgical revision of the driveline exit site was performed on (B)(6) 2018. The patient was treated with an antibiotic therapy of levofloxacin until (B)(6) 2018. No additional information was provided.